Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported that an associate was wearing the dura fit shoe covers, slipped on a freshly mopped floor, and was seriously injured. Patient was admitted to the emergency department for broken bone. Associates have complained of no grip on the floor, that these are slippery, and then we had this incident. I also went back and put these on and slid across the floor.